Manufacturer narrative:
Event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Save to disk states "??? Invalid data received for episode" and "some arrhythmia episodes have invalid data." Episode occurred during implant, before implant detect completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was interrogated post magnetic resonance imaging and an invalid data message was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.